Event description:
It was reported that"alert/notification settings issue" occurred. On (B)(6) 2025, the patient reported feeling shaky, confused, and then fell. At this point, the patient noticed his cgm was reading an unspecified high value but the patient sated that he had not received any alert or notification on his dexcom mobile app alerting him to the hyperglycemic state. After his fall, the patient had muscle and bone pain and called ems for assistance. There was no documentation of what medication or treatment ems provided to the patient. However, it was reported that the patient self-treated with insulin over the next few hours. The patient further stated he only ate food once his bg level had stabilized. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.